Manufacturer narrative:
The device sample was not returned for eval at the time of this report. The product usage when alleged issue was encountered is unk at the time of this report.

Event description:
The complaint is reported as: the customer alleges that the unit is not heading correctly.